Event description:
It was reported when using the tube k2edta plh 13x75 2.0 plbl lav cn, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: this morning, when blood was collected for 50 bed patients, the negative pressure of the purple blood routine blood collection tube was insufficient, and no blood flowed out after only about 0.5ml was drawn. Explain the work to the patient, and the patient has no objection.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing] and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.